Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation in a young patient with recurrent pacing system infection. Ihj cardiovascular case reports. 2020. 4; 21-23. Https://doi.org/10.1016/j.ihjccr.2020.05.007. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless implantable pulse generator (ipg) implantation in a young patient. The article reports a patient that had a small posterior tear in the vein post implant of the leadless ipg. The tear was repaired after which the opening in the vein was closed. The status /disposition of the device appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.